Event description:
It was reported that the patient's right ventricular (rv) lead was attempted but not used during implant. The physician noted that the lead helix was locked and therefore could not be implanted. A different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Helix is bent, no accurate measurement possible. Lead returned with helix retracted and tissue/blood visible inside helix. Removed tissue with alcohol, helix extends, but is bent, helix retracts. Damaged at implant attempt.